Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump seemed to be under delivering insulin. Customer could not get blood glucose below 200 mg/dl. Blood glucose at the time of the incident was over 300 mg/dl; reading at the time of the call was 243 mg/dl. The customer ran 3.0 unit prime and got 3 very small drops to come out and the insulin pump said it was completed. Customer declined to complete troubleshooting and stated he will call back to complete the high pressure test.